Manufacturer narrative:
(B)(4).

Event description:
Procedure type: abdominoplasty. According to the reporter: surgery in early (B)(6). Pt was cleared at six week postop. Pt presented with drainage along suture line at eight weeks post op. Drainage was cultured and infection was confirmed. Antibiotics were prescribed and the pt was referred to another physician.